Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a battery alarm that progressed to a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) fup 1

Event description:
The customer reported that the freedom driver exhibited a battery alarm that progressed to a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the reported battery alarm were not returned to syncardia and could not be evaluated as part of this investigation.. Visual inspection of the external components revealed split housings and a cracked filter cover. Visual inspection of the internal components revealed two raised boss inserts. This damage indicated that the driver was likely subjected to an impact shock. Review of the alarm history (eeprom) revealed one permanent fault alarm code that was not related to the reported battery alarm or subsequent fault alarm. Only permanent fault alarms are recorded in the alarm history. Intermittent alarms, recoverable fault alarms and battery alarms are not recorded in the alarm history. The freedom driver was tested and passed all test requirements with no anomalies or alarms. A battery discharge/recharge test was also performed, and the driver passed this test and performed as intended. There was no evidence of a device malfunction. The freedom driver will be repaired and serviced before being returned to clinical use. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.